Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, it was revealed the device was loose and the locating pins were in poor condition. This was attributed to normal wear. Maintenance was performed and the device was returned to the customer on (B)(4) 2012. Placeholder.

Event description:
Customer reported that device was getting hot. This is report 1 of 1 for complaint #(B)(4).